Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative checked connections, the monoblock card power supply and repaired the connections on the video controller circuit. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the screen would go black intermittently. The customer had to turn the amp off resulting in a mediocre image display. No patient injury was reported.